Event description:
During a metastatic pelvis case on (B)(6) 2024, an implant ruptured during implantation, was washed out, and replaced with a screw. Post op the patient is having pulmonary issues, is in the ICU and took a turn for the worse. The patient improved with time and IV steroids and was discharged to home.

Manufacturer narrative:
The patient was a metastatic breast cancer patient, x-rays of this patient or medical notes will not be provided. During implantation the ilium and sacrum were reamed to 8mm. The patient experienced a significant decline in their pulmonary status on post-procedure day #2, and a clinical picture resembling ards. Echo did not show right heart strain, suggesting that fat emboli may not have been the cause of the issue. The patient has a "do not intubate" order, and thus supporting their respiratory status was challenging. Likely they would have been intubated if that had been an option. Supported with high-flow oxygen/CPAP/bipap. Systemic steroids were given for presumed chemical pneumonitis. Over the course of 2-3 days their clinical status improved, and they were able to be weaned off of their respiratory support and oxygen. The user does not know the exact cause of the pulmonary issues. Differential included ards versus chemical pneumonitis. Medical records were requested but were not provided. No further infomration is known and therefore not conclusions could be drawn. A medical oversight review meeting was held on june 27, 2024 where the case information was reviewed. The physician reviewing the case stated that ards is a possibility, as well as post operative aspiration because this patient has a do not intubate order, aspiration could have occurred and caused the pneumonitis. DHR review: the device history record of the implant used was reviewed and found to be in specification at the time of manufacture and release. Returned product evaluation: no returned product evaluation is possible because the device was discarded after rupture. IFU review: IFU 900356_x states that risks include balloon leakage, thromboembolic event or fat embolism (blood clot, fat, or other material that could result in organ damage or failure).